Event description:
Event description cpi received information that this sweet tip rx lead dislodged eight days after implant. The physician attempted to reposition the lead but was unsuccessful, pacing thresholds were high.